Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. Customer blood glucose at time of incident was 600 mg/dl. Customer was hospitalized and treated with manual injection. Customer declined troubleshooting for high blood glucose. Device is not expected to be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.